Event description:
It was reported that the asymptomatic patient presented for follow up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead. Noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.